Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, there was staple line bleeding and the surgeon applied clips to stop the bleeding. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical territory associate (cta) and obtained the following information: the surgeon used a sureform 60 stapler with green and blue stapler reloads along the greater curvature of the stomach. At the end of the procedure, when the surgeon was inspecting the staple lines, there was oozing from the greater curvature of the stomach, which was "more than what he was comfortable with". The surgeon applied clips to stop the oozing. The bleeding was noted as minimal and there was no blood transfusion or medical intervention done. The procedure was completed robotically, and no backup stapler needed to be used as it was the end of the procedure. No post-operative complications were reported. There was no allegation of malfunction of the stapler, no error messages received from the system, no malformed staples, no tissue bunching, no tissue tension. The surgeon did not encounter any hard material in the jaws, buttress material was not used and there were no clamping issues. The target tissue was not exposed to chemotherapy/radiation and no calcification of tissue. The site discarded the alleged stapler and reloads.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of the system and instrument logs for the procedure date of (B)(6) 2021 has been performed. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the following: vessel sealer extend (part #: 480422-01, lot #: 90201215-0366) which is a single use instrument and site reviews have shown that no complaints were filed against the instrument. Cadiere forceps (part #: 471049-07, lot #: n0201103-0197) and site reviews have shown that no complaints were filed against the instrument. The stapler logs were reviewed by an isi advanced failure analysis (afa) engineer and the following findings were obtained: stapler with part # 480460-09, lot # k91210118-0191 fired four reloads (one green followed by three blue). All firings were completed per the logs. Second firing had one pause for compression, the rest fired without pausing. There were no incomplete clamps in the procedure. This complaint is reportable due to the following: the surgeon used green and blue reloads at the greater curvature of the stomach during a sleeve gastrectomy procedure and noticed oozing from the stapler site at the end of the procedure. He placed clips at the stapler site to secure hemostasis. The oozing was noted as only minimal, which did not require any blood transfusion or medical intervention. The procedure was competed robotically and there were no post-operative complications.